Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation was ruptured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture with high impedance. During lead revision and removal of the rv lead, the right atrial (ra) lead was found to be dislodged due to having fibrosed with the rv lead. The rv and ra lead were removed and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.